Event description:
It was reported that a remote transmission indicated that the device triggered an alert for high atrial lead impedance even though the atrial lead port is plugged. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 implantable tachy lead, (B)(6) 2012. (B)(4).